Event description:
A caller reported that the pump became "hot to touch," and the charging supplies were smoking. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.